Event description:
Same case as MFR's report# 6000089-2006-02571. It was reported that during a left internal carotid artery stenting treatment procedure, stent deployment difficulties were encountered. The customer reported that the lesion being treated was a 90% stenotic, ostial, bifurcated lesion. The physician experienced difficulty crossing the lesion. He attempted to place the first carotid wallstent, which "did not open at all." The physician subsequently attempted to place a second stent, but experienced difficulty completely opening the stent and had to remove the entire system. "The second carotid wallstent was only partially deployed (between 7 and 10mm) and had to be removed partially deployed. The operator tried to open the device outside the pt to check it and the external shaft got broken." The "pt experienced a minor stroke" when the physician attempted to recapture the stent "applying some force," but made a "complete recovery after 1 hr." Aspirin, plavix and clopidogrel were given pre-procedure. Heparin and atropine were administered during the intervention, and plavix was ordered post-procedure. The procedure was successfully completed using two other stents. Current pt status is reported as "fine".